Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted. Per report prior to surgery the patient was severely decompensated with a saturation of 80% on arrival. A gradient of 90 mmhg and a calculated valve area of 0.7 cm2 with a narrow and calcified aorta was noted. A 21 mm edward magna ease was implanted along with a concomitant CABG. The explanted valve was discarded by the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted secondary to degeneration of the leaflets. Another valve (details unknown) was implanted. Despite attempts to obtain additional information, nothing further was available and the explanted valve was discarded.